Event description:
Using b-mode ultrasound-guided access, left common femoral artery was visualized and appeared patent and suitable for percutaneous access. After micropuncture kit was placed, an amplatz wire was utilized for sheath dilatation secondary to the scar tissue. We placed the amplatz wire up to the level of the abdominal aorta. All manipulation of catheters and wires was done under fluoroscopic guidance. It was noted as we were removing the micro sheath, only a portion of the sheath was removed. Mid segment of the sheath was transected and there was about half of the sheath that still remained within the groin. Decision was made to perform open cutdown. We performed a vertical incision overlying that amplatz wire and dissected down to the level of the common femoral artery. We were able to find a portion of the sheath that was present outside the vessel and removed that portion. We made sure the entirety of the sheath was removed. Then they upsized to a 6 french sheath to continue the procedure/intervention. Following the procedure, they were able to isolate the puncture site within the proximal common femoral artery (in the left groin) and used 5-0 sutures to perform repair of the artery. After the sheath and wire were removed, a second suture was used and then tied down. Patient was discharged home later that evening. Per surgeon, complication was described as: microsheath disruption with retention requiring open cutdown and retrieval of the distal aspect of the sheath.